Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining an erroneously elevated troponin (accutni) result above the acute myocardial infarction (ami) cut-off that for one (1) patient generated on the access 2 immunoassay system. An initial accutni result of 1.14 ng/ml was "reflexed and repeated" due to the laboratory having a "reflex repeat protocol" set up on the analyzer to repeat any accutni samples with results greater than 0.50 ng/ml. A result of 0.01 ng/ml, within the normal reference range for accutni, was obtained upon repeat. The customer also stated the patient sample was going to be repeated on an alternate methodology; however, the alternate methodology used and the results obtained using this methodology were not made available for review by bec. The customer reported the initial erroneously elevated accutni result was not released outside the laboratory; therefore, there was no change to, or impact on, patient treatment.

Manufacturer narrative:
The customer reported that the patient sample was collected into a 13 x 100 mm green top plasma tube, centrifuged at 4100 rpms for 9 minutes at room temperature. The customer also indicated that the sample was not a short sample and appeared to be in good quality. All system parameters (including qc, calibration, and system checks) were performing within assay/instrument specifications. A bec field service engineer (fse) was dispatched on (B)(4) 2012 to verify hardware performance in response to this event. The fse discovered "extremely large air gaps" in the dispense probes #3 and #5. The fse replaced the wash valve stator, rotor, and seals and also rebuilt the wash pump by replacing the wash pump seal, o-ring, and belt in response to these air gaps. The fse also replaced the incubator belt and adjusted the mixer belt speed from 2470 to 2510 (instrument specification is (B)(4)). A high sensitivity system check and all levels of qc were performed following the service visit; all results were within assay/instrument/laboratory specifications. A hardware malfunction is the likely cause of the failure mode.